Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to congenital scoliosis. During surgery, there was one screw found slipped and the doctor had to replace it with new one to complete the surgery. The product came in contact with the patient. No patient complications were reported for this event.

Manufacturer narrative:
Product analysis: optical examination did not identify material deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.